Event description:
Pt was involved in a motor vehicle accident in which she was struck in the face by the airbag. Approx one to two months later during physical therapy, she heard a pop in her jaw. An x-ray was taken, and the condylar head of one tmj prosthesis appears to be fractured. The pt is scheduled to have replacement surgery on 12/13/97.